Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event, disconnected the ilet, and then developed a subsequent high blood glucose episode while using manual injections; the device was powered off during the high glucose period, and the user requested support regarding possible maladaptation and a reset. Symptoms included stomach pain and increased urination during the hyperglycemia episode. Outcomes included self-management with oral carbohydrates for the low and use of backup therapy for the high, without medical intervention or assistance. Investigation included a review of the complaint details and user report. Investigation of this case revealed that the cause of both the hypoglycemia and subsequent hyperglycemia was unclear and that the device was not in use during the prolonged hyperglycemia. It was concluded that no device malfunction could be confirmed and that user-led discontinuation of therapy limited assessment.